Event description:
It was reported that during a video lap rectum procedure, the first staples closed properly. After the firing of the trigger, the staples remained open. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.